Event description:
It was reported that through remote transmission, intermittent atrial undersensing was observed at the beginning of auto mode switch episodes. The asymptomatic patient will be brought in clinic for further lead assessment, including positional testing. No further information is available.